Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; systematic review and meta-analysis of endovascular abdominal aortic repair in large diameter infrarenal necks laczynski, and caputo, journal of vascular surgery, volume 74, issue 1, p309-315.e2, july 01, 2021 https://doi.org/10.1016/j.jvs.2021.02.043. Mean age, mean gender, exact date of implant: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were implanted during the evar treatment of aaa on unknown dates. The following adverse events were reported: aneurysm enlargement, conversion to open repair, rupture, occlusion, mi, paraplegia/paralysis, stroke, bowel ischemia, renal failure, respiratory failure, graft limb thrombosis, a iliac rupture, dvt, wound infection, sepsis and femoral dissection. The cause of the adverse events are undetermined.